Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model aa4204vl and the lens was half way into the incision and the patient squeezed their eye and made the lens pop out onto the conjunctiva. The surgeon didn't want to use the lens again as it was contaminated. It was reported that there was no lens malfunction or pt injury, same type of lens was implanted.

Manufacturer narrative:
Evaluation. Results: a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.